Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the charger/modem was displaying battery/charger faults. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery faults/ charger faults) was confirmed. Upon evaluation, there was contamination on the battery board. The cause of the faults is the contamination. The root cause of the contamination could not be positively identified by was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.